Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and did not find any leaks inside the instrument. Per a conversation with the fse on (B)(4) 2013, the fse spoke to the customer and they stated that they had already repaired the leak. The customer told the fse that the leak was caused by tubing that had popped off the blood sampling valve (bsv), but they were not able to specify the exact tubing that had popped off. The fse verified that the instrument was running without any leaks. The cause of the leak was that tubing popped off the bsv. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 30 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated in connection with this incident. There was no death, injury or change to patient treatment.